Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon's assistant fired the eea stapler. After he removed the stapler form the patient, he immediately checked to see if they had two complete donuts. When he inspected the donuts, he noticed that he did not have a complete distal donut. The surgeon then proceeded to check the anastomosis. He noticed there was a hole on the lateral side of the anastomosis. The surgeon repaired the hole with five interrupted maxon sutures. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No staple line reinforcement material was used with this device.